Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Interrogation revealed that the ICD was limited to one zone of therapy.